Event description:
Patient attached to a siemens servoventilator model 300. During ventilation the ventilator's oxygen input module started smoking. The ventilator failed to operate correctly and alarms sounded. Patient was bagged and another ventilator was connected to the patient.